Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received shows that patient underwent surgery on (B)(6) 2021 in which the lead was explanted and replaced.

Event description:
It was reported the patient lost effective coverage due to the drg t12 lead that had migrated. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.